Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal to perform a scheduled procedure to treat the sapheno femoral junction to mid- calf great saphenous vein. It was reported a thrombus extension was discovered immediately following the venaseal procedure. The physician elected to perform a ligation to prevent any embolization. Upon getting the patient to the operating theatre, they discovered the extension was no longer present no surgery was performed. The patient was given anticoagulation meds. Further information received: the patient suffered a hypersensitive rash post procedure and was treated with steroids. Patient is fully recovered and doing well.

Manufacturer narrative:
Evaluation summary: the venaseal closure system was not returned for evaluation. Images were received from customer for evaluation. Images 1 and 2 are longitudinal images showing a thrombus extension from the saphenofemoral junction into the common femoral vein. Image 3 is a transverse image of the saphenofemoral junction showing a thrombus extension into the common femoral vein. Image 4 is an image of the proximal great saphenous vein showing a normal post-treatment result with a normal ¿stump¿. The patient was treated with anticoagulation meds after the thrombus extension was no longer visible when presented for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.